Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that upon removal of sensor wire due to cgm displaying an error code, only a third of the sensor wire was still attached to the sensor pod. Pt recalls feeling pain, 2 and 3 days following sensor insertion, both times during pt's workouts (running). Pt does not see any wire protruding from his skin but feels pain at the site of insertion when touched. Pt did not require medical intervention. During his follow-up call to dexcom technical support on (B)(6) 2011, pt reports feeling fine.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.